Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when the camera console was powered on, an ¿overheating¿ warning message appeared, even before the stack system was put into use. Despite this, the stack system was used during the procedure. While in use, the system repeatedly shut down, turning off and on during the case. The overheating issue ultimately caused the stack system to stop during the procedure.